Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached while exiting the distal tip of the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no additional intervention or reported patient injury.

Manufacturer narrative:
The pusher was returned for analysis and met specifications at the proximal section. The distal section had a damaged strain relief, which was kinked, smashed, and folded. The monofilament was broken and had a profile indicative of being detached by excessive handling force. The implant coil was not returned for evaluation. It was found that the implant had separated from the pusher with no signs of activation from using a detachment controller. The implant was not returned for evaluation, so it could not be determined if it had any conditions that would have caused or contributed to the complaint. The inspection of the pusher's monofilament found a tensile break profile, which indicates the implant separated due to excessive tensile or retraction force. The distal section of the pusher was also damaged; the conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification.